Event description:
It was reported, one day post implant, that the left ventricular (lv) lead exhibited high impedance and non capture. The implantable cardioverter defibrillator (ICD) was showing this high impedance and threshold on all polarities except for one. A possible connection issue is suspected. Also, the physician indicated that the lv lead might have been perforated by the guidewire. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).